Event description:
The manufacturer received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's blower motor and system board were replaced to address the issue.